Event description:
It was reported that two compression screws could not be used because some part of screw threads had shaved off.

Manufacturer narrative:
Investigation in progress but not yet complete.